Event description:
Customer reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Although customer attempted various troubleshooting steps, such as trying different wall outlets and adapters, the issue remained unresolved. Consequently, technical support arranged for a replacement pump and instructed the customer to use multiple daily injections as a backup therapy. The customer was also guided on returning the faulty pump using a pre-paid label within 10 days and acknowledged the instructions.